Event description:
The pt was an ami pt. The pci started after inserting iabp, because the bifurcation between the lcx and the lad was occluded; however, the lesion was in the distal lcx. Another co's guide wire crossed to the lcx, and a guide wire was inserted to the post lateral branch (pl) for protection. Pre-dilation was performed and a stent was deployed. The guide wire was removed from the pl, and then it was advanced to the lcx, through the stent strut to make a space between the stent strut. After this, ivus was inserted over the other co's guide wire to check the lesion that the stent had been deployed in; however, the ivus was broken and would not show images. An attempt was made to pull the ivus back, but all the devices were stuck. At first, all of the deviecs (2 guide wires and ivus) did not move, but finally, all devices were able to be removed together. At the time of removal, the distal tip was found separated and remained in the coronary. The separated tip was tacked against the vessel wall with a stent. The pt is reported to be doing well.